Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Three days after the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection vancomycin (1 gram, given stat dose, intravenously) and injection piptaz (4.5 gram, two times a day, intravenously) for peritonitis. It was reported that vancomycin and piptaz antibiotics were ongoing. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.